Event description:
New information received noted a possible short on the proximal portion of the lead. Programming change was made.

Event description:
It was reported that the merlin transmission revealed an alert for low, out of range, high voltage lead impedance. Fluoroscopy revealed an externalization on one conductor. Lead revision was recommended. Defibrillation threshold testing will be performed when patient returns to clinic. The patient condition is good.